Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient was advised to ensure no background applications were running, to forget extra bluetooth devices, and reinstall the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/29/2016 and could confirm the reported loss of connection. No additional patient or event information is available.